Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13apr2020.

Event description:
The biomedical engineer reported that the unit is not powering on battery power only. The customer reported that the unit was not in use on a patient. The biomedical engineer verified the reported problem. The biomedical engineer called back and reported the battery is only at 12.3 volts after charging for 5 hours. The biomedical engineer replaced the battery to address the reported problem.

Manufacturer narrative:
G4: (B)(6) 2020. B4: (B)(6) 2021. The power management board was received for evaluation. Testing was unable to replicate the reported failure when testing only the pm. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.